Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) and chr(complaint history record) review cannot be completed for the given serial number (B)(4) , as there was no information available in sap for the particular serial number. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) /biomed need assistance on 8100 sn (B)(4) no channel ID indicator on both left and right iui when plugin to 8015 device. Case resolution: replaced logic board, I also gave options to biomed to consider sending it in for repair for flat rate because is more cost effective. Biomed will consider sending it in for repair after he got the po> (B)(4).